Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that during routine device replacement, the right ventricular (rv) lead was noted to have a breakdown in insulation. It was further reported the lead had varying r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.